Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone18.2cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's maximum basal rate was changing automatically. Although the patient's healthcare provider instructed them to set the rate at 1.8 units, the system continued to revert to 4.0 units without manual input. The patient attempted to reset the value twice, but it did not resolve the issue. Blood glucose level was not reported. Medical treatment was not required.